Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had a stent stuck in the scope. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d9, h2, h3, h4, h6 and h11. Corrected fields: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped lens glue. Based on the results of the investigation, the cause of the reported malfunction stent stuck in the scope was a no pass biopsy channel and a component failure. The cause of the additional malfunction chipped lens glue was also traced to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer